Manufacturer narrative:
Device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
While removing the device the physician met difficulty to withdraw, when he pulled out with slight force, there was a deformation in the device. No additional information is available.